Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had balloon rupture. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had balloon rupture. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was returned for the evaluation. Visual evaluation was performed and noted that device appeared to be bloody. No anomalies were noted to the device. During the functional testing, an in house presto inflation device was used to inflate the balloon and observed that no water was exiting from the balloon. No other functional testing was performed. Therefore, the investigation is unconfirmed for the reported balloon rupture, as no water exiting from the balloon during the functional test. A definitive root cause for the alleged balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.